Event description:
The customer reported that the system had a cine disk not available error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.